Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac vein. A 16x90x75cm venous wallstent self-expanding stent was selected for treatment. Upon unpacking, the packaging was noted to be damaged and the tip end of the body of the stent was noted to be bent. The wire was unable to advance through the device. The device was never introduced into the patient's body. The procedure was completed with a new stent. No patient complications were reported.